Manufacturer narrative:
The exact implant date is unknown. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: sulik-gajda, s. Et al (2017, june 1). Implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. Kardiologia polska, (1897-4279). Complaint conclusion: as noted in the literature publication, implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. A patient had a planned redilatation with a balloon performed because of restenosis or intima proliferation with a palmaz stent. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the literature publication, implantation of stents for postsurgical recoarctation of the aorta in adolescents and adults. A patient had a planned redilatation with a balloon performed because of restenosis or intima proliferation with a palmaz stent.